Event description:
It has been reported to philips that the device booted up but there was nothing on the main screen in the lab. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was used for diagnostic purpose. The procedure was delayed and completed as planned after a reboot. Philips remote service engineer (rse) connected with the customer. And it was reported, that the system booted up, but there was nothing on the main screen in the lab. The rse suggested for a reboot. After rebooting, the system was returned to good working order. At the time, this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence and as such the complaint was reported. Since that time, new information has been received. Which, has led to the determination, that this is scenario is not likely, to cause or contribute to death or serious injury if it were to recur. The procedure was completed using the same system after a reboot. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated, based on the investigation outcome. Health impact code was corrected.